Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: vanguard ps tibial bearing cat#: 183626, lot#:948760, vanguard ps femoral cat#: 183130, lot#: 798190, vanguard series-thin patella cat #: 184784, lot#: 959430, vgxp xp e1 tib brg ll 9x63 cat#: 195807, lot#: 538030, vgxp xp e1 tib brg lm 9x63 cat#: 195877, lot#: 486490. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01285, 0001825034 - 2018 - 01286, 0001825034 - 2018 - 01287, 0001825034 - 2018 - 01288. Product location is unknown.

Event description:
It was reported that the patient is experiencing unexplained pain for over six months after left knee arthroplasty. Painkillers were prescribed as treatment.

Manufacturer narrative:
Item # (B)(4), lot 2015080099 is being voided and moved to it's own complaint. This product belongs to (B)(4). The initial report was submitted in error and should be voided.